Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors. The system operates as intended.

Event description:
It was reported the system would not produce x-rays. No pt injury was reported.